Event description:
Customer reporting false positive sars result. Customer states the result was confirmed negative by pcr. Patient did not have covid symptoms.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.